Event description:
It was reported that a break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left main artery. The opticross ic catheter was introduced for lesion visualization, however, during the procedure, while the device was inside the patient, the catheter was noted to be broken. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient condition was fine. It was further reported that the catheter was only kinked and not broken. There was no separation.

Manufacturer narrative:
The returned device is marked with batch 27386263, however for this event batch 27333413 was reported. Product analysis will be performed on the returned unit (batch 27386263). Visual inspection revealed kinks in the sheath assembly and imaging window. No other damage was encountered upon visual inspection.

Event description:
It was reported that a break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left main artery. The opticross ic catheter was introduced for lesion visualization, however, during the procedure, while the device was inside the patient, the catheter was noted to be broken. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient condition was fine. It was further reported that the catheter was only kinked and not broken. There was no separation.

Event description:
It was reported that a break occurred. The 70% stenosed target lesion was located in the moderately tortuous and mildly calcified left main artery. The opticross ic catheter was introduced for lesion visualization, however, during the procedure, while the device was inside the patient, the catheter was noted to be broken. The device was removed and the procedure completed with another of the same device. There were no patient complications and the patient condition was fine.